Manufacturer narrative:
Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had a broken lid/cap and stopper creep out or loose closure during use. The following information was provided by the initial reporter: the customer noticed "the cap was separated from hemogard, the shape of cap was defected." This information was translated from (B)(6) to english.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for defective cap with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had a broken lid/cap and stopper creep out or loose closure during use. The following information was provided by the initial reporter: the customer noticed "the cap was separated from hemogard, the shape of cap was defected." This information was translated from korean to english.